Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device was contained no fluid. The device appeared intact. No anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The device appeared intact. No anomalies were discovered. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown left mentor saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unknown mentor saline breast implants which the left side deflated , and the right side showed firmness which can be indication of capsular contracture with unknown baker grade after implantation. The issue was diagnosed during the physical examination. As a result, patient underwent removal and replacement with left- catalog number 3507360mc. Lot number 7453280, serial number (B)(4), right with catalog number 3507385mc. Lot number 6748454, serial number (B)(4) on (B)(6) 2018. This report is for the right implant.